Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing an increase in implantable pulse generator (ipg) charging time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.